Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
A zoll approved service provider performed an onsite evaluation of the device. The customer's report was observed during initial testing. However, the device was put through testing without duplicating the report. Analysis of reports of this type has not identified an increase in trend.